Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rupture of the needle as it has been reported in the attached operating report. (See additional information for translation). The lot of the damaged needle is not know with certainly because during surgical procedure has been used two different lots: 1 piece of lot 205607 deadline:31-07-2023 4 pieces of lot 228932 deadline:31-12-2023. This complaint involves five (5) devices.

Manufacturer narrative:
Product complaint (B)(4). UDI (B)(4). Investigation summary: the conf intro ndle, dia, 11g 4" [product code: 2839-03-411, lot number: 228932] was not returned to the customer quality unit for evaluation. It was noted that the customer retained the device. Therefore, the reported device failure cannot be confirmed as no device has been returned for evaluation. Thus, an investigation will be based on a no sample device evaluation. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. The device history record (DHR) for the conf intro ndle, dia, 11g 4" [product code 283903411, lot 228932] was reviewed electronically and no non-conformances were observed during the manufacturing process. As a result, the DHR identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as no issues were identified in the manufacturing and release of this device. Therefore, this complaint file will be closed with no further action required. Should more information and/or the device sample become available at a later date, this complaint file will be reopened, and the device will then receive a full evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.